Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device malposition could not be confirmed due to the condition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case the device pulled back during clip deployment or interactions with patient anatomy led to the clip being deployed in the subcutaneous tissue. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a starclose se device after a percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, the clip was deployed; however, hemostasis was not achieved. Manual compression was then used to achieve hemostasis. It was stated that the clip might be deployed on the fat tissue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.